Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for were urinary dysfunction/sacral nerve stim. It was reported that she got the implant and 21 days later, the healthcare provider had to take it all out because infected "clear on down". The infection was confirmed to be at implantable neurostimulator (ins) site. She started on IV antibiotics at hospital that day. She stated it had to be packed 6 months. It was indicated that she was running fever and was hurting since first surgery. She was getting sicker. The interventions taken to resolve were both IV and oral ab.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.